Manufacturer narrative:
Examination revealed the delivery pusher with the implant coil detached. The delivery pusher exhibiting evidence of thermal detachment. The implant was not included for evaluation. The root cause of this complaint was confirmed to be detached by the user. Reference mvi: (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil did not detach. Upon withdrawal, the coil stretched and broke. A portion of the coil remained in the aneurysm and was held in place by a stent. No patient injury was reported. The patient was reported to be fine.